Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips that the heartstart mrx defibrillator lost ECG lead when changing from 3 to 12 lead ECG. There was no negative pt impact.